Event description:
Same case as MFR# 2134265-2009-02122. It was reported that during a percutaneous coronary intervention procedure, the balloon froze on the guide wire. The physician stated that he has been experiencing issues with the apex balloons sticking to the choice guide wires after the balloon inflation. The physician has been able to successfully remove the balloon from the patient. No patient complications were reported.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for this complaint device could not be reviewed. The most probable root cause of this complaint is undeterminable. (B)(4).